Manufacturer narrative:
The insulin pump was received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected black display, display anomalies or pump resetting anomaly noted. The insulin pump was left at display properly matched unit left at water fill test reservoir. All bolus delivered during testing were properly recorded at the bolus history and daily totals history screens. The insulin was downloaded successfully to carelink pro. The insulin pump was received with cracked case at display window corners, cracked reservoir tube window corners, cracked reservoir tube window, cracked battery tube threads, minor scratched lcd window and stained end cap sticker.

Event description:
The customer reported being hospitalized due to low blood glucose. Customer also mentioned she went to see her doctor and was advised to contact us due to device missing data in reports. Customer was concern about the insulin pump due to some issues prior to when she went unconscious due to low blood glucose. She also mentioned that the insulin pump goes blank and she has to re-enter all her pump settings. The customer stated she had eaten and then had a stomach prior to the event. The customer treated with orange juice. The paramedics assisted customer, then she got admitted. Found that the insulin pump is priming properly. Advised customer to check the reservoir, which is showing more insulin than what is shown on the status screen. Advised the customer to contact doctor if she continues with low blood glucose. Advised customer the insulin pump will be replaced. The customer blood glucose was 135mg/dl.

Manufacturer narrative:
The insulin pump passed the displacement accuracy test.